Manufacturer narrative:
D4: lot number and catalog number of the device are unknown - full UDI is not available.

Event description:
It was reported that, during use at the user facility, the e-sep pencil caught on fire, causing a second-degree burn to the patient's face and chest, roughly 20cm. Also, the drape caught on fire. It was further reported that the patient experienced unanticipated tissue loss and tissue damage in the form of a skin burn. It was further reported that the burn required additional operation in another hospital. No information was available if procedure was completed successfully or if there was any device malfunction or damage noted. The procedure was completed without significant delay.